Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
Complaint sample was evaluated and the reported event could not be confirmed. The reamer shell showed little evidence of wear on cutting teeth, although some scratches were observed around the markings. DHR was reviewed and no discrepancies were found. Product was manufactured at (B)(4) in october 2012. It is unknown as to how many surgical procedures (cycles) this reamer has gone through throughout its life in the field. A trend analysis was performed on part number t78 from december 2013 to december 2014. There were a total of (B)(4) with (B)(4) of them reporting a similar event for dull reamers. All (B)(4) similar complaints have ben confirmed, but are all over two (2) years old from the time of the complaint. None of the other complaints belonged to the same lot as this returned event. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. No further investigation required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.